Event description:
Boston scientific received information that this pacemaker exhibited sensor driven pacing of 120 beats per minute (bpm) due to hospital monitoring equipment during and after left shoulder replacement surgery. The field representative recommended moving electrocardiogram electrodes from near the devic device and the rate gradually slowed. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.